Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case. During analysis, based on the event log history, the customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Service replaced leadscrew and clutch halves for preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch plunger error. No adverse effects were reported.